Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Additional information received that the instrument did not break into 2 pieces. The screw mechanism was jammed all the way in and would not screw back out.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon inspection after the case, it was discovered that the screw in the box trial was stripped and unable to be tightened down in the trial femur. There was no effect to the case. No surgical delay.